Event description:
Physician attempted arteriotomy closure with a preclose proglide device following an inteventional procedure. When the physician attempted to remove the device the "catheter" broke away from the "distal guide". The physician cut the suture in attempt to remove the device but the catheter remained in the artery. The device was surgically removed without additional complications. Although requested, no additional info was provided.